Event description:
Procedure type: gastrectomy. According to the reporter: the device and anvil were attached properly but then detached. Some tissue resection was done and a new instrument was used to complete the procedure. Under 200cc of bleeding was reported.